Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a c.r.e. Balloon dilatation catheter was used during a dilatation procedure of a stricture located between the stomach and pylorus. Patient's age and weight were not provided. Per the complainant, the balloon was advanced over the guidewire to the location of the stricture. The balloon was inflated using the alliance system. The balloon was inflated to 3atm with a one minute wait time; then to 4.5atm again holding the pressure for one minute. It was then inflated to the third level of 6atm, holding the pressure for one minute. The balloon was deflated without issue. The stricture was observed and then it was decided to redilate. An attempt was made to inflate the balloon to 6 atm a second time, after 5 seconds an audible noise was heard. The balloon burst. Removal of the balloon through the endoscope occurred without issue. The procedure was completed with this device. No additional device was necessary. It was reported that there were no complications or injury to the patient. Post procedure the patient was reported to be stable.